Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission the pulse generator exhibited inappropriately mode switching due to farfield r-wave oversensing. The patient reported feeling tired. The mode switch episodes showed loss of av synchrony. No additional information had been received.